Event description:
It was reported that during a routine equipment eval conducted at the user facility, a drill attachment heated up. This event idd not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted when the investigation is completed.